Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Upon interrogation and examination of stored electrograms, multiple noise reversions were noted on the patient's implantable cardioverter defibrillator and were attributed to over-sensing of diagnostic corvue testing. Corrective programming changes were made on (B)(6) 2021. No patient consequences were reported.